Event description:
It was reported that during an unknown case, the device didn't work. No further information available. Hand piece was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was dissembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information in trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.